Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a problem with the hub coming off of the end of the tubes. There was no reported patient involvement or outcome.